Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during culpotomy on a laparoscopic hysterectomy, both instruments were difficult to toggle and could not lock in place with loading unit. It was also reported that the device which "lost" the needle while toggling was initially difficult to load by the surgical technician. It was noted that the needle being loaded was bent and not loading due to this. A new needle was loaded without difficulty and toggled back and forth without issue as it was tested outside of the patient. It successfully toggled as stitches were placed at the beginning of cuff closure. After driving the needle through the posterior cuff on a subsequent stitch, it was toggled successfully, then came loose from the device as the tissue was being withdrawn from the needle, this is when the needle became lodged in the posterior vaginal cuff. New incision had to be made in the vaginal mucosa to retrieve the lost needle. This resulted to approximately 36 hours of extended patient hospitalization to coordinate a second surgery to remove the retained needle. Another device was opened and used to complete the case.